Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the issue could not be replicated. It was discovered in the system logs that the system was disconnected from the umbilical for an hour; this was the reason for the image acquisition system (ias) shutdown. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the image acquisition system (ias) shut itself off in preparation for the day. It was restarted with no issues. There was no patient present when this issue was identified.